Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." The customer addressed the high blood glucose by administering a correction injection through manual daily injections (mdi) and did not require third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software, advising the customer on backup therapy, providing storage mode instructions, and confirming the shipping details for the replacement. The customer understood and acknowledged all instructions, including the steps to return the original pump.